Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received.

Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable on (B)(6) 2019. Stimulation therapy was reportedly restored postoperatively

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.